Manufacturer narrative:
(B)(4): evaluation results: evaluation for the returned product shows when tested, the alarm did not power-up. The battery door connector is dirty, because of battery leakage. (B)(4).

Event description:
Customer claims that the alarm has no power. The batteries were replaced with new ones of the same type. The battery door closes properly and no visible damage to the outside of the case. There was no patient incident or injury reported. Evaluation for the returned product shows the battery has battery leakage.